Manufacturer narrative:
Citation: sandhu a. Abstract 17215: "pacing burden in those undergoing permanent pacemaker implantation after tavr with latest generation valves." Circulation. 5 nov 2018; 138: a17215. Https://www.ahajournals.org/doi/abs/10.1161/circ.138.suppl_1.17215. Earliest date of publication used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the right ventricular pacing burden in patients requiring permanent pacemakers after transcatheter aortic valve replacement (tavr). All data were collected from a single center between july 2016 and july 2017. The study population included 18 patients (predominantly male, mean age 39.9 years), 9 of which were implanted with medtronic evolut r valves (no serial numbers provided). Among all evolut r valve patients, adverse events included: complete heart block, left bundle branch and right bundle branch blocks requiring permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.